Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 220 units of insulin. The customer's blood glucose level was 331 mg/dl, and was addressed with a correction bolus. Although requested by tandem technical support, the customer declined to reload the existing cartridge in order to recalculate the fill estimate.